Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The physician suspected that it was due to twiddler's syndrome. Additional information obtained from the field which indicated that the patient was suspected of (B)(6) . The lead was explanted and replaced. No additional adverse patient effects were reported.